Event description:
It was reported that bd -insyte autoguard needle pierced the catheter."when starting an IV I was got flash and the IV catheter filled up with blood and went into the plastic holding device. I was unable to threat the IV into the vein so I tried to retract the needle with the intent of flushing the IV in. The needle did not retract. When I held the catheter with one hand and went to pull out the needle I was met with resistance and the entire catheter was pulled out. The catheter upon inspection after removal was punctured in a different spot than the needle almost making a v shape with the catheter one way and the needle the other. Picture available upon request catheter and needle not connected in one place. Pt arm then continued to bruise significantly with blown vein and needle and catheter in different places momentarily prior to removal."

Manufacturer narrative:
G.4. K201075; k251654.b3. The date received by manufacturer has been used for this field.h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.